Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had five all-purpose catheters that were so bent they could not use them.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "damaged product during shipping". It was unknown whether the device had met specifications. The product does not appear to have been used. However, the product was intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the patient had five all-purpose catheters that were so bent they could not use them.